Manufacturer narrative:
A heartsine service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. There was no issue with the device and fitment of the test pad-pak within the device. It is likely that the reported issue related the installation of the pad-pak, e.g., the pad-pak initially being incorrectly seated within the device, as the customer reported the device working after ¿after shaking the unit and turning it upright¿. However, as it was reported the returned pad-pak was discarded after use, it was not returned to heartsine and is therefore unavailable for inspection. The device was archived by heartsine. The customer will be provided with replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Clinical review was performed and it is unknown if the device use contributed to the patient outcome. Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.